Event description:
The customer reported that a white line is visable in the image. They determined the slot collimator was closed, and the slot collimator preview function was inoperative. Also the system does not always send images to the pacs server.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found the j1-3 to j10-30 line was intermittent. He corrected this condition by utilizing one the spare lines in the hv cable. He verified all collimator functions worked correctly, and no further intermittent conditions exist. To resolve problem b he sent several sets of images to the ge pacs server without incident. He unable to find any problems. The system performs as intended.